Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the spinal cord stimulation (scs) was not helping with the pain it was intended to help with. The patient reported their ins was not working and they tried to reprogram it. The caller declined to be transferred to repair. The caller was to contact the patient¿s healthcare professional regarding scheduling a representative for a reprogramming request. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a representative (rep) regarding the patient. It was reported that the cause of the implant not working was that batteries were needed in the remote. No further complications were reported.